Event description:
The following is based on medical records provided by the patient's attorney: on (B)(6) 2004- patient underwent repair of right lower quadrant incisional hernia with implant of first composix kugel mesh. On (B)(6) 2004- patient reports continued pain. On (B)(6) 2005- patient underwent repair of recurrent incisional hernia with implant of a second composix kugel mesh. The edge of the composix kugel mesh is reported to have rolled slightly and the preperitoneal space developed between the mesh and abdominal wall. On (B)(6) 2008- patient underwent recurrent ventral hernia repair. The first composix kugel mesh "had folded underneath and balled up with dense adhesion of bowel to the mesh." The unincorporated portions were explanted and a non-bard mesh was placed. Lysis of adhesion was performed. Second composix kugel remains implanted.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Based on the information provided, no definitive conclusions can be made. The patient has multiple co-morbidities including obesity, smoking, and breast cancer. It cannot be determined at this time why the mesh rolled after implant. It cannot be concluded that this was the cause of the reported pain. The information provided indicates that the patient developed and was treated for recurrence and adhesions, which are known adverse events listed in the IFU. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. There is no indication of defective mesh, and no pathology provided. Additionally, no product has been returned. If any additional information is obtained, a follow-up MDR will be submitted. See MDR 1213643-2012-00710 for information related to the composix kugel mesh implanted on (B)(6) 2005.